Manufacturer narrative:
Analysis of programming history.

Event description:
Upon review of programming history, it was noted that the pt's device was reset to unintended settings on (B) (6)2007, due to an interrupted system diagnostic test. A final interrogation was not performed on (B) (6)2007, to verify settings as labeling recommends. The error was noted on follow-up visit on (B) (6)2008, and settings were reset to intended settings.